Event description:
It was reported by the patient that within days of device system implant the patient developed leg pain which progressed to difficulty walking. Per the patient, "they found poison in my body" and was told it was from the leads. The patient reported that crutches and a walker are needed for walking and pain is present. Additional information received indicated the patient was hospitalized for bacteremia and treated with intravenous antibiotics, the source of the infection is not known. The device system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.